Event description:
Event description cpi received information that during a routine follow-up test this implantable cardioverter defibrillator (ICD) experienced a warning code and was unable to complete a capacitor reform. The device and transvenous defibrillation lead were explanted.